Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary/bowel disfunction and urge inc ontinence. It was reported that the manufacturing representative (rep) was asked to call by the patient on (B)(6) 2025. They said they were currently in the hospital as an inpatient related to a tylenol overdose. The patient stated, on or around (B)(6) 2025 they started having pain down both legs that progressed to a ¿shooting or shocking type pain.¿ they stated that they had to rest frequently because of the pain. About one week later on (B)(6) 2025 they stated that the pain increased and they also started having pain involving their neck and shoulders, with ¿shooting and shocking tight pain going from their neck to their elbows.¿ the patient states that they had been taking tylenol for the pain. On or around (B)(6) 2025, the symptoms had progressed and they could ¿hardly move their arms or legs.¿ they decided that maybe the stimulator was causing the pain in their neck, shoulders, arms, and legs, so they laid on their couch and adjusted the stimulator up and down without relief. On (B)(6) 2025, they called their urologist office to report the pain. They stated that they got a return phone call from the urologist office on (B)(6) 2025. They noted that over the last three weeks they had been taking 15,000 mg of tylenol per day. They stated that they reported to the ER on (B)(6) 2025, for the pain and was experiencing a tylenol overdose. The patient states that while in the hospital on (B)(6) 2025, they turned the stimulator off and about 24 hours later on (B)(6) 2025, they stopped experiencing the ¿shocking pains in their arms and legs, but had pain in their bladder.¿ the stimulator remained off at this time. They denied any falls or incidents in the time leading up to this pain. They denied any history of pain or neurological issues prior to 3 weeks ago. They stated since being in the hospital, they had a CT of the abdomen and urine culture that were both negative. They said they may be discharged from the hospital today. Their plan was to leave the stimulator off and to make an appointment with their urologist. It was then reported by a healthcare provider (hcp) on (B)(6) 2025 that for the past few weeks that the patient has been having "shooting pains down their legs and back." The nurse reported that the patient had turned off therapy on thursday and the pain has improved but now the patient was presenting with return of symptoms of frequently going to the bathroom. They are requesting a rep come out to check the ins. That afternoon, (B)(6) 2025, the rep went into the patient's inpatient hospital room at the request of the attending hospitalist and the hcp¿s office to interrogate the interstim device. The interstim device was in fact off as they had stated. Their impedances were within normal limits. The rep looked at their diary and logs for the device. It appeared that they had actually shut it off on (B)(6) 2025. The patient stated that they had pain over the next 24 hours after it was shut off, but it had subsided in the extremities but the pain in their bladder area continued. From the logs, it looked like that the patient had adjusted the interstim up and down between (B)(6) 2025. The adjusted amperages were anywhere in the range of 0.1 to 0.5 amps. It looked as if they has never had the interstim turned any higher than 0.5 amps and never turned it completely off until august 7. They said they were currently in the hospital as an inpatient related to a tylenol overdose and the severe pain of the extremities. They stated that pain at that time was so bad that they ¿could not move their arms or legs." The pain was worse in the left side of the neck, shoulder and arm to the elbow. The pain was also in bilateral lower extremities but worse in the right leg. The patient states that while in the hospital on (B)(6) 2025, they turned the stimulator off and about 24 hours later on (B)(6) 2025, however on the device logs it looked like this action was done on (B)(6) 2025 and pain subsided by the 8th. The patient denied any falls or incidents in the time leading up to this pain. They denied any history of pain or neurological issues prior to 3 weeks ago. They stated since being in the hospital, they had a CT of the abdomen and urine culture that were both negative. She said she may be discharged from the hospital today. She did request that the rep turn the stimulator back on. They did turn the stimulator back on changing it from program 2 to program 3 and set the amplitude to 0.4, where they said they felt the stimulation comfortably in the vaginal area. The rep then spent about an additional 30 minutes with the patient in their room to make sure they weren't going to experience shocking or pain, which they did not. The rep did also have the patient get up and walk around the room to confirm they were not experiencing pain or shocking, they did not. The rep then instructed them to turn the interstim off if they felt any shocking or pain sensations, and to follow up with their physician if they were discharged from the hospital. Through the interrogation, the interstim appeared to be functioning as it should. All of these finding and functions were reported both to the hcp and to the attending hospitalist.